Event description:
As reported by an edwards lifesciences field clinical specialist, a patient with a 9600tfx 23 mm sapien 3 transcatheter valve, implanted in the aortic position, underwent a valve in valve procedure with a 9750tfx 23 mm sapien 3 ultra valve after an implant duration of approximately 5 years and 5 months due to stenosis. Prior to the valve in valve procedure, the patient had progressively worsening shortness of breath with more frequent episodes of atrial fibrillation provoked by exertion. The patient also was started on medication to treat bilateral lower extremity (ble) edema and was classified as congestive heart failure new york heart association class is iii. Increased gradients were first seen on tee approximately 3 years and 9 months post implant. Prior to the valve in valve procedure, the most recent tte showed an aortic valve peak gradient of 65 mmhg, mean gradient of 37 mmhg, velocity 4.0 m/s, and aortic valve area of 0.9 cm2 with mild to moderate aortic insufficiency. During the valve in valve procedure, the outflow of the new valve was aligned to the outflow of the sapien 3 valve and implanted with good result. The patient is reported to be doing fine post valve in valve.

Manufacturer narrative:
Per the instructions for use (IFU), structural valve deterioration (wear, fracture, calcification, leaflet tear/tearing from the stent posts, leaflet retraction, suture line disruption of components of a prosthetic valve, thickening, stenosis), and device degeneration are known potential risks associated with bioprosthetic heart valves. The IFU cautions that accelerated deterioration of the valve may occur in patients with an altered calcium metabolism. Long-term durability has not been established for the valve. Regular medical follow-up is advised to evaluate valve performance. Structural valve deterioration (svd) may be manifested as stenosis with thickened leaflets. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on the severity it could be an indication for valve replacement or medical intervention. Tissue calcification is a very common failure mode. The mechanisms for bioprosthetic heart valve tissue calcification is not yet fully understood. Many factors can contribute to the onset and propagation of calcification including patient-related (e.g., patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. During the manufacturing process, all sapien thv valves are 100% visually inspected for defects and 100% functionally tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. In this case, the cause of reported event cannot be determined based on the available information. However, the progression of pre-existing disease processes may have been a contributing factor. There was no allegation or indication that the event was due to a device malfunction. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time. H3 other text : device remains implanted.